Event description:
Fracture of catheter identified per "fluoroscopic check of the patency of the pt's intrathecal catheter demonstrates extravasation of isovue-200 m from the catheter posterior to the spninous process. The new catheter revision also appears to be fractured with descent of the intrathecal portion of the catheter into the lower lumbar thecal sac. The superior tip of the catheter is no longer at the level of t10 and now lies at the t12 l interspace. The tubing proximal to the presumed fracture site is intact." A new catheter was successfully placed.